Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. A graph of the bravo capsule study results have been reviewed. The results confirm low ph readings throughout the entire study. This may be caused by capsule failure. A review of the device history record indicating that the product was released meeting finished product specifications. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Customer reported low ph readings with the use of the bravo ph capsule. During the entire study the ph values remained below ph 4. Physician conducted an xray to determine if the capsule had been placed in the correct position.